Event description:
It was reported that during a clinic visit, the health care professional (hcp) called technical services (ts) with concerns about the minute ventilation (mv) rate response feature of this pacemaker system. The hcp noted that the patient had noticed a dramatic increase in heart rate when their left arm is elevated high. The patient was educated as to how the mv rate response feature functions. The patient prefers to have the feature on during activities. Ts reviewed the device data and discussed programming optimization options with the health care professional (hcp). At this time, the device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device appeared to exhibit an increase in the pacing rate as a result of the minute ventilation (mv) sensor response to upper body physical movements/non-respiratory signals. Please refer to the description for more information regarding the specific circumstances of this event.